Event description:
It was reported that in the morning of (B)(6) 2014, when the head nurse was flushing tube for the patient, the patient reported that there was pain in her body. When the flushing was stopped, the feeling of pain disappeared, finally, the catheter was found leakage at 1cm of the puncture site in the patient's body. The patient strongly required to change the catheter. Therefore, the head nurse reinserted a new catheter. However, for convenience to change the catheter and insert the guidewire, the catheter must be cut off. Therefore, when the catheter was cut into two pieces when it was returned.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rewf0626 showed no other similar product complaint(s) from this lot number.